Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his system consisting of 4 percutaneous leads in the occipital (off-label location) and cervical areas and an ipg on (B)(6) 2007. It was reported that the pt recharged the ipg for the first time on (B)(6) 2007 without incident. On (B)(6) 2007, the pt reportedly used the programmer to communicate with the ipg and experienced a burning sensation at the ipg site. This reportedly happened again on (B)(6) 2007 when the device was interrogated in the physician's office. A replacement programmer wand did not resolve the issue. An x-ray confirmed that all connections were intact. The burning sensation also reportedly occurred during recharging as well. The ipg was explanted in (B)(6) 2007 and returned to ans for analysis.